Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced syncope and had fallen. The rv pacing impedances displayed a gradual decreased in measurements, gradually reaching less than 200 ohms, with an increase in threshold measurements. A lead problem was suspected, and this patient was brought into the clinic for further evaluation. Upon isometric testing, noise was not elicited. An invasive procedure was performed and the patient experienced ventricular tachycardia (vt) below the vt rate. The physician suspected that this may have been the cause of the prior syncope, not a lead issue. This lead was ultimately explanted and replaced without complication. No adverse patient effects were reported during the procedure. It was noted that the lead would not be returned for reliability analysis.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection of the device found the lead to be severed 140mm from the terminal pin, with only the proximal segment returned. Set screw marks were noted on the is-1 terminal pin, and the distal and proximal hv terminal pins. No discernable set screw marks were noted on the is-1 ring. With manipulation, the continuity test was successful. Further testing was not performed.